Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye and magnification noted that the female was separated from the main body. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the set during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a separation between the female connector and twist clamp (main body) of a minicap transfer set. This was observed during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.